Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient observed elevated lvad power and flow readings. There were no alarms reported for this event. It was reported that the patient¿s ldh was never above baseline and that the elevated lvad reading returned to baseline. It was reported that gastrointestinal bleeding occurred after heparin was initiated for elevated lvad readings. Melena and a drop in hemoglobin was observed. The inr was therapeutic at the time of the bleeding. On (B)(6) 2017, a scope was performed and revealed some bleeding in stomach that was cauterized. The patient¿s hemoglobin level was normal, and the patient was discharged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Analysis of the submitted system controller log file confirmed elevations in power and flow on (B)(6)2017. The majority of the file appeared to show routine power source exchanges. Power and flow typically ranged from 4.9-5.9 watts and 3.9-5.9 lpm, respectively. However, on (B)(6)2017 at 06:02, pump power elevated up to 13.7 watts, the flow estimation maxed out at 12 lpm, and the average pi decreased to 4.1. The remaining three events recorded in the file showed power, flow, and pi beginning to return to baseline. Although a specific cause for these findings could not conclusively be determined through this evaluation, the pump appeared to function as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.